Event description:
The customer reported that a clinical incident occurred in the oncology unit using the infusion set. There was a separation of the tube from the blue safety clamp. A clinical account manager visited hospital to find out more information about the clinical incident. Pictures of the set in question were sent for further evaluation. The set was used for a saline flush prior to giving a chemotherapy infusion, the nurse noticed that there was saline running out of the bottom of the volumat and on opening it the silicon insert had completely come away from the giving set on the anti-free flow clamp side. The customer reported that this has also happened during a chemotherapy infusion on the unit. Nurses were questioned regarding how they setup the device and it was determined that no excessive force was being used on the sets for which this malfunction occurred. The original sample was not sent for investigation. A free flow, tightness test and an additional tensile test were performed on one retained sample of the complained batch with passing results. A review of the production documents did not show any deviations related to the complaint reason. Since the original sample was not returned a detailed analysis could not be performed. A root cause could not be determined.